Event description:
A malfunction alarm occurred with the customer's pump. There was no reported adverse impact on the customer's blood glucose level. Technical support arranged for a replacement of the malfunctioning pump, informed the customer about the necessity of replacement, and confirmed that the device was under warranty. They provided instructions for storage and transport, as well as for returning the problematic pump within ten days. The customer would use manual daily injections (mdi) as backup therapy to ensure continuous insulin delivery.